Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pop and sui. It was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that patient underwent transection of previously placed sacrocolpopexy graft on (B)(6) 2014 due to tension. It was reported that patient underwent partial excision of straigt-in mesh on (B)(6) 2011 due to pain and mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.